Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-aug-2019 with the following findings: a review of the pump black box showed there was no data from time of reported power issue due to continued use. The available black box data contains data from (B)(6) 2019 to (B)(6) 2019 with no evidence of power loss or rebooting after low battery warning. A visual inspection of the pump revealed the battery compartment and battery cap were intact with no physical damage. The battery cap was able to fit securely to maintain an electrical connection. The pump powered on with and was exercised for 12 hours with no power interruptions occurring. The complaint of power issue was not duplicated during investigation. Unrelated to the complaint, there was evidence of moisture observed to the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program.

Event description:
On 22-apr-2019, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.